Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that etoposide started infusing at 8:15pm on (B)(6) 2021 at 360ml/hr for 360ml due to be completed at 9:15pm. When the program completed there was still fluid left in the bag, a total of 406.718ml was infused according to pump reported, a 12.98% error reported by the customer. The pump ran over the time of infusion to finish the bag. Initially 3.1% error was tested in the office. However, later it was reported to have bottle-side and patient-side pressure sensors replaced and tested with an error of -0.667%. According to the customer, "to the best of our knowledge the patient is doing fine, the remainder of the infusion was completed then pumps were pulled."

Event description:
It was reported that etoposide started infusing at 8:15pm on (B)(6) 2021 at 360ml/hr for 360ml due to be completed at 9:15pm. When the program completed there was still fluid left in the bag, a total of 406.718ml was infused according to pump reported, a 12.98% error reported by the customer. The pump ran over the time of infusion to finish the bag. Initially 3.1% error was tested in the office. However, later it was reported to have bottle-side and patient-side pressure sensors replaced and tested with an error of -0.667%. According to the customer, "to the best of our knowledge the patient is doing fine, the remainder of the infusion was completed then pumps were pulled."

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a,b,c,d,g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.